Event description:
It was observed during the device inspection, that the sheath exhibited a broken beak. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. Despite best efforts, the lot/serial number for the affected device could not be obtained. Therefore, a DHR review could not be performed. The device was returned to olympus for inspection, and as a result of formal investigation the reportable malfunction was confirmed, however, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.